Event description:
It was reported that a percutaneous vertebroplasty (l4) with vbss occurred on (B)(6) 2025. The surgery was proceeded according to the surgical technique, and the balloons were also selected by measurement according to the procedure. However, when the inflation system was operated to fill the balloons with contrast medium, the scale on the inflation system suddenly dropped to ¿0¿ and the pressure did not increase even though the contrast medium was filled. After some time after the deflation operation, a clearly transparent liquid substance was confirmed flowing back from the access needle along with blood. The procedure was immediately stopped. Then, deflation of the balloons and sucking up the contrast medium in the vertebral body into the inflation system were done. After sucking up as much contrast medium as possible from the vertebral body, spare stent balloons of another size were newly opened and used, and the procedure was able to be performed without problems. Inflation was performed while checking, but the rapture of the balloons occurred, so the surgeon raised suspicion. However, the surgeon also said that the possibility that there was some osteosclerosis within the vertebrae could not be ruled out. The surgery was completed successfully within 30 minutes delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part # 09.804.602s. Synthes lot # 82237174. Supplier lot# 82237174. Release to warehouse date: 03 march 2022. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.